Manufacturer narrative:
Philips has investigated this complaint. According to the information received, the reported issue was that the field "system mode" in the log file was not correct, and it was not an issue with startup. Due to which it was unable to perform accurate troubleshooting. However, this reported issue will not impact the procedure or the patient. The investigation confirmed, from the log file analysis, that the "system mode" field is not reflecting the actual system mode. In this case, the" system mode" was "startup" while it should have been "normal" since the system was in normal use. Philips has initiated an investigation into this issue and will take appropriate corrective actions, if deemed necessary, when the investigation is completed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred not during the procedure but was found during troubleshooting, where the log file had incorrect data and did not have the actual system, mode. This issue will not impact the procedure or the patient. As such, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that system had startup issue. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.